Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-02040 / 02043). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, inflammation and metallosis. A review of invoice history confirmed the primary surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, inflammation and metallosis. A review of invoice history confirmed the primary surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reports patient was revised (B)(6) 2014 due to a vertical cup leading to instability. The cup, head and taper adapter were removed and replaced. Additional information received in operative report noted the patient was revised on (B)(6) 2014 due to loose acetabular component, metallosis, and pain. Operative report further noted a well-fixed stem and no ingrowth on the cup during the procedure. The cup and head were removed and replaced with a biomet head and competitor cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, inflammation and metallosis. A review of invoice history confirmed the primary surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reports patient was revised (B)(6) 2014 due to a vertical cup leading to instability. The cup, head and taper adapter were removed and replaced.